Manufacturer narrative:
The device was not returned for analysis, as it was implanted in the patient and the delivery system was discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a flow diverter procedure, there was difficulty as the device was alleged to have twisted. During treatment for a pseudoaneurysm is in the cervical internal carotid artery (ica) that was unruptured. The flow diverter device was alleged to have twisted, but resolved by re-capturing through the twist and redeploying. The anatomy was reported to have been severe in tortuosity. The flow diverter was reported to have been used off label. The severe tortuosity was reported to have led to many of the complications for deploying the device. The delivery wire was discarded at the site. The patient was transferred to neuro ICU per standard post embolization protocol in a stable condition. The pru levels were not checked. The patient was on plavix and aspirin. A continuous flush was used during the procedure.